Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified therapeutic procedure using the subject device, it was found that the endoscopic image of the subject device on the monitor had abnormal color tone. The user completed the intended procedure using the subject device. Then, the field service engineer of olympus china checked the subject device on-site and found that the reported abnormal color tone was duplicated, and also found that the endoscopic image of the subject device disappeared temporarily. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus china. Olympus china checked the subject device and found that the reported abnormal color tone issue was not duplicated, and also found that the endoscopic image of the subject device became noisy occasionally (approximately once out of ten times) during activation. Then, the subject device was transferred to omsc for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2, h6. G2 - checked "other" and added the country china. H6 - corrected component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time as the event could not be replicated by the legal manufacturer's testing. Olympus will continue to monitor field performance for this device.